Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. In addition, it was reported that the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition, we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Download data showed the device delivered 1652 pulses before deactivation by the user. No timeouts, drive stalls or alarms were observed in the data. The needle mechanism was reset and manually redeployed without issue. No damages or defects were observed during the investigation that would have contributed to the alleged improper insertion of the soft cannula. Inspection of the bottom housing and e-seal found no damages. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was observed to be stretched. The soft cannula was measured to be 1.175 inches, which is out of spec. Despite the damage to the soft cannula, fluid was observed to flow through the complete fluid path out the distal tip of the soft cannula without issue during fluid path testing. Leak testing found no leaks or blockages. The timing and cause of this damage cannot be determined.